Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Event description:
It was reported that the patient stated the device was rotating in the pocket. It was also noted that the patient complained of chest discomfort. CT scan showed no perforation. It was also noted there may have been an infection but this could not be confirmed. A pocket revision was performed and the device remained in use. Subsequently, the patient noted the device was again moving, this time more than before. X-ray revealed the device had rotated 90 degrees. The device was recently checked and the device was operating as expected. The device remains in use.